Event description:
The defibrillator allegedly failed to complete charging to the selected energy during the first three attempts to administer a shock to a pt. Subsequently, the operator used the device to successfully administer 3 shocks to the pt. The pt was not resuscitated. The rptr indicated the device did not cause or contribute to the pt's death. The rptr indicated there was not a significant delay in delivering therapy.